Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Lot number is unknown; therefore, manufacture date can not be confirmed. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: insulation cracked, compromised, broke, or breached (failed insulscan). The failure(s) identified in the investigation is consistent with the complaint record. The root cause failed insul scan test is third party repair insulation material. Lot number is unknown; therefore, manufacture date can not be confirmed. Gtin:(B)(4).

Event description:
It was reported that the insulation had been compromised.